Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump had cracked battery tube threads, reservoir tube lip, broken belt clip slot and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and no delivery. Customer's blood glucose value was 400 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will return device for analysis.